Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ needle for spinal anesthesia spinal there was an issue with labeling error. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer was able to verify the reported complaint per the provided pictures. A review of the device history record was completed for catalog #408381 lot 7151725 manufactured from 07-jun-17 to 10-jun-17 used in claimed lot 7151725. It was reviewed the tests performed in the packaging/ labeling process to verify the identification of the shelf boxes and dispenser boxes and no records that could lead to this complaint were evidenced. In addition, it was reviewed the quantity of printed labels were made to dispenser boxes. According to the records, the total of units of this lot was of (B)(4) units with dispenser boxes containing 25 units. This way, it would be necessary exactly 10,303 printed labels to be used in all lot. During this review it evidenced that were printed 10,319 units of printed labels, that it would be more than enough to be used in the lot. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of this issue, for the lot involved in this complaint. Based on the investigations, it is believed that this issue has been caused by a human failure during the manual labeling of the dispenser boxes by the operators responsible for this operation. It should be noted that all the information contained on the missing label of the claimed dispenser boxes, such as: code, lot, product description and expiration date, are present in the unit packages inside the dispenser boxes. The appropriate personnel have been notified. Additional employee training was carried out for this issue.

Event description:
It was reported with the use of the bd¿ needle for spinal anesthesia spinal there was an issue with labeling error. There was no report of injury or medical intervention.